Event description:
An hour into the case, the cardioplegia delivery system unit, mps console, alarmed error code 203 (piston stuck at bottom). The perfusionist switched to another console and completed the case.